Event description:
Reporter alleged pt's blood glucose measured hi compared to a lab result of 143 mg/dl when testing was performed 3 minutes apart. Reporter indicated control testing was performed and the results were values within an acceptable range. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.